Manufacturer narrative:
The insulin pump had no button error alarms noted. The device had an intermittent button response due to moisture damage on the keypad traces. No external ram crc error alarm, excessive no delivery alarm, or audio/beep anomaly noted during testing. The device passed the excessive no delivery alarm and self test. The low reservoir alarm feature functions properly. The insulin pump received with a cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window, and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart alarm and button error alarm. The blood glucose at the time of the incident was 60 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.